Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half - height drawer 2.2 failed and cubies did not connect to the communication bus. A field service engineer stated that the customer was using another pyxis to find the medication for patients there was no harm or delay in accessing medication. A field service engineer reseated row board connectors for drawer 2.1 and 2.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, multiple cubies in the same drawer failed and displayed a failed hardware message about cubies not connecting to the communication bus. The customer noticed that most of the cubies showed up as gray on the cubie map as if they were not registering at all. There were no adverse events or injuries reported based on this incident.